Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
A user facility contacted fresenius technical support to troubleshoot system alarms generated while a patient was undergoing a hemodialysis (hd) treatment. The reporter stated that a low (positive) trans membrane pressure (tmp) alarm occurred on the machine, which was believed to have been generated as a result of blood clotting in the dialyzer. The patient was moved to a different machine to continue treatment. However, it was not confirmed if the hd treatment was able to be successfully completed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 100ml. The complaint device was not made available to the manufacturer for evaluation as it was discarded by the user facility.